Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On an unknown date in (B)(6) 2026, during transthoracic electrocardiogram, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Mr was grade 4 after slda. Patient returned with shortness of breath. On (B)(6) 2026, additional mitraclip was implanted to stabilize the slda. The final mr was grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported dyspnea and recurrent mitral valve insufficiency/ regurgitation (mr) appear to be cascading effects of the reported slda. Dyspnea and mr are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.